Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
The doctor reports that the dental implant located in buccal position number #37 failed because it fractured on the head/neck part and confirms that no type of piece or particle remained in the patient's mouth.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: one (1) imp,tsv,4.1mm,dual sel,ha (tsv4h10) and one (1) unknown zimmer screw were returned for investigation. Visual evaluation of the as returned product identified that there was bone debris attached to lower threads. Damage to the upper threads (likely caused by removal process). The implant was fractured at the collar region. Additionally, a fractured screw was identified stuck inside the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was not reported. Bone density was low density (type iii). The reported device was located on tooth 37 (fdi) and was used for approximately 2 years, 8 months. DHR review was completed for the subject lot number 63863659. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 63863659 for similar events and no other complaint was identified. Review completed utilizing keywords: functional : fracture : implant. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.